Event description:
The tech alleged that the head of the stretcher is stuck in the raised position. No pt impact.

Manufacturer narrative:
The tech replaced the pneumatic gas spring to resolve the issue.